Event description:
It was reported that during use with the bd microtainer® tubes with k2e (k2edta), the tube did not contain anticoagulant, which led to coagulation of the sample. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd received two (2) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for missing additive with the incident lot was observed. Fifteen (15) retention samples from bd inventory were evaluated by functional testing and the issue of missing additive was not observed. Additionally, fifty (50) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.